Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint ¿maryland bipolar forceps (mbf) was melted¿. The mbf instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The common causes of the failure mode thermal damage between the instrument grips at the bipolar yaw pulley are typically attributed to mishandling/misuse of the device. An additional observation related to the customer reported complaint was also identified. The instrument was found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity test. The complaint regarding a melted insulating sheath was confirmed by failure analysis. An additional observation not related to the customer reported complaint was identified. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.140" - 0.246" in length and were not aligned with the tube axis. The common causes of the failure mode scratch marks and abrasions on the instrument main tube are typically attributed to mishandling/misuse of the device. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage.

Manufacturer narrative:
Based on the claim against the product by the customer noting melted insulating sheath on the maryland bipolar forceps instrument, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the maryland bipolar forceps instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps instrument insulating sheath was melted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument was inspected prior to use and there was no damage or anything out of the ordinary. The instrument was inspected after procedure for damage and the insulating sheath was found to be melted in the proximity of the instrument tips. The instrument did not collide with any other instrument or tool during procedure and there was no arcing observed. The surgeon believed that a faulty instrument caused the event. There was no patient injury.